Event description:
It was reported that the e360 ventilator had a noise coming from the compressor. Patient involvement information was not provided by the customer. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non covidien service provider checked the compressor and found the motor bearing connecting rod was damaged. Service provider replaced the faulty part and now ventilator is working properly.